Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the wing nut was disengaged. The wing nut was reattached to the instruments and functionally tested with appropriate results. The pushers advanced and knife blade completely and cleanly cut the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the secondary condition can occur if the twist knob is pulled from the instrument by force. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic gastrectomy, while being applied on the esophagojejunal anastomosis, the instrument's handle could be fully squeezed but there was a poor staple formation and bleeding. They had to resect and re-staple the staple line. They used another device to complete the case. There was no patient injury.